Event description:
A nurse reported a system message displayed and locked the system during a vitrectomy procedure. Following a 60 minute delay, the procedure was able to be completed with an alternate system. There was no harm to the patient. There were two cancellations as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).